Manufacturer narrative:
Additional information g1, g4, h3, h6, h10. A review of the device history record for sn (B)(6) was performed from date of manufacture 03/26/2018 to the present date 01/06/2021 and confirmed that this device was not previously returned for servicing. Also, there was a production failure q6 200262366 for power ¿ ac power4 failure to no ac power which does not correlate to the customer reported issue. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
The customer reported the device won't turn on. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported the device won't turn on. There was no patient involvement.